Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Post-paced t-wave oversensing on the ventricular lead was observed. The patient did not receive inappropriate therapy. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.